Event description:
Prior to implant, the lead helix was tested and would not extend completely. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination showed the inner coil was overtorqued and some filars were found to be broken consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event is isolated to the helix being clogged with blood/tissue and overtorqued inner coil. The reported event of helix would not extend was confirmed.